Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple dents on the insertion tube, severely chipped light guide lens, stained fiber cone, and pinching damage observed on the switch cable inside the control body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: shaking the universal cord caused a blackout of the image. The most probable cause was traced to component failure of the universal cord should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the subject device image was abnormal. There were no reports of patient involvement.